Event description:
As reported, approximately 11.60 years since initial implant, this male patient with bmi 23.8 underwent a left side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2021, the patient underwent revision due to osteolysis. No additional information is available or forthcoming.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the reason for revision reported was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors. The reported osteolysis may have also contributed to the revision and may have been a result of patient related conditions and/or prosthesis wear. However, this cannot be confirmed because the component was not returned for evaluation and additional information was not provided.